Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. This report is for (4) unk - screw(s) locking/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon removed and replaced a tibial nail due to non-union on (B)(6) 2016. Original fracture was a distal third oblique fracture with estimated 4 cm of posterior bone loss at fracture site. On (B)(6) 2015 patient was placed with a 11 mm ti cannulated tibial nail - ex/375mm-sterlie, two locking screws were placed proximally (one static and one dynamic) and three locking screws replaced distally. At some point the nail was dynamized by removing the proximal static screw. The original nail came out without any difficulty. The new nail and five locking screws were used. Two proximally (static and dynamic) and three distally (both medial lateral and distal oblique). This report is 2 of 2 for (B)(4).